Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx (B)(6) ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the proximal end of the stent graft has fractured, although the pt is asymptomatic. The physician has elected to monitor the pt and not perform any intervention. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval codes, results and conclusions - (unk cause of stent fracture).